Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low urea nitrogen (bunm) result of 5 mg/dl generated by unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Subsequent testing produced a result of 50 mg/dl. There was no effect to the patient or to the user.

Manufacturer narrative:
Qc is within customer specifications. After this sample, the instrument produced bunm initial rate low errors. The error stopped when the customer cleaned the cup, but later the errors were reported again. A bci field service engineer (fse) replaced the module stirrer motor, which has resolved the issue. Bci requested the motor version information.